Event description:
A 3.0mm diameter by 15mm length s670 stent delivery system was inserted in attempts to direct stent a lesion in the right coronary artery. It was not possible for the stent to cross the severely calcified target lesion, therefore it was pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery balloon when the stent was pulled back into the guide catheter. The stent was subsequently snared and removed from the pt. The pt was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion calcification and no pre-dilatation contributed to the stent not being able to cross the lesion. The instructions for removal of undeployed stent were not followed when the stent was pulled into the guide catheter before it was coaxial.